Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as the pump was being used for demonstration purposes only. Contact performed pump reset and resolved malfunction.